Event description:
The representative reported that the device tip broke off during the procedure and remained in the body tissue. The physician was not able to view or locate the detached tip under fluoroscopy, and the tip was not retrieved; the component remained in the patient's body. The product had been used to pass the catheter during an infusion pump case. Additional information has been requested from the physician.